Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from the (B)(6) of poor aseptic technique/touch contamination (coded as peritoneal dialysis complication) and bacterial peritonitis with (B)(6) in a female patient (B)(6) coincident with dianeal pd4 ambuflex therapy. Suspect product details: (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis(capd). It was not reported if dianeal pd4 ambuflex therapy was ongoing. Event details: on an unreported date, the patient experienced poor aseptic technique/touch contamination. On (B)(6) 2010, the patient experienced peritonitis. It was not reported if the patient required hospitalization. On that same date, the patient began a 21 day course of remedial therapy with cefazolin (1 gm, daily over long dwell, ip). Outcome: bacterial peritonitis with culture (B)(6) resolved (date-not reported). Poor aseptic technique/touch contamination-not reported. Concomitant therapy: not reported. Causality assessment: not reported.

Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, a us 510k number cannot be provided at this time. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.